Event description:
Pt for rotational atherectomy rca-lesion in proximal rca. Distal c-wire snapped and remained in rca. Numerous attempts were made to snare wire but were unsuccessful. Stent was then placed to help adhere wire to wall.